Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h6: photo investigation: the device associated with this report was not returned to medtech orthopedics for evaluation. The photographs provided were reviewed, however in the images provided no observations pertaining to the nature of the reported event of unable to assemble or disassemble could be identified. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs attached don¿t have any evidence to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part number: 311.023 lot number: t204381 manufacturing site: tuttlingen release to warehouse date: 05-oct-2020 a review of the device history records was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, when mounting the screwdriver piece on the handle, it did not rotate. Another screwdriver handle was used. The surgery was successfully completed. There was no patient impact and no surgical delay.